Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that tip of the microcatheter got under the stent struts and trapped so that the tip got separated as it was pulled out. The patient was stable and ready to be discharged. The returned microcatheter was missing its tip. Scratch marks were observed on the top polymer coating near the rupture site suggesting the tip had contacted some hard object with sharp edges. The tip rupture surface was observed under a microscope. It revealed that the inner metal braids were exposed and spiral marks were on the surface of the top polymer coating. The middle polymer coating showed narrowed diameter due to torsion. Missing tip was considered to be approximately 5mm in length. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was presumed that pulling and torsional force that exceeded the product's design limit might have applied while the microcatheter tip was trapped by the stent struts. There was no indication of product deficiency. The IFU states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] do not insert or withdraw this microcatheter into or through stent struts; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
During percutaneous coronary intervention to treat an in-stent cto lesion in the lcx #11, several guidewires were used in an attempt to cross. When the third guidewire failed to cross the lesion, an asahi microcatheter was used in another attempt to cross. It also failed to cross. When the microcatheter was pulled back, it was found its tip was separated and missing. A guidewire was advanced to secure the rout to the lesion and a small-diameter balloon catheter was advanced in order to implement poba. Ivus imaging revealed that two stents that were previously embedded caught the tip fragment at the peripheral segment as if the tip fragment was sawn to stent struts. A snare was used to retrieve the tip fragment; however, it went unsuccessful. The tip fragment was fixed to the vessel wall by another stent as it was also intended to dilate the lesion.